Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed. The machine alarmed. Estimated blood loss was "at least" 250 cc's. Pt had no adverse effects and no medical intervention was required. Pt completed treatment. Sample has been discarded.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.